Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer provided four photos for analysis and returned one opened sac set for evaluation. The photos show the kinked guide wire within the protective tubing inside the packaging. The returned packaging had one major crease as the outside packaging was folded in half upon return. Visual analysis revealed the protective tubing had one kink towards the center of the body which aligned with a kink on the guide wire. The lid stock clearly states, "do not bend." The damage observed was consistent with defects related to storage and shipping. The guide wire was removed from the catheter and a second kink was observed towards the proximal end. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks on the guide wire measured 138mm from the distal tip and 80mm from the proximal tip. The guide wire length measured 349mm, which was within the specification limits of 345mm-355mm per the guide wire product drawing. Thew kink and the guidewire length were measured via calibrated ruler. The guide wire outer diameter (od) measured 0.511mm via calibrated micrometer, which was within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. Functional inspection was performed per IFU statement, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel." The guide wire was advanced through the returned catheter, and it was able to pass with little resistance. A manual tug test confirmed that the distal and proximal welds were intact. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". The product labelling to clearly inform the customer to not bend the product and was intended to reduce the potential for product damage. A device history record review was performed, and no relevant findings were identified. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the guide wire was found to be kinked on opening of the package. Another catheter was used. This was identified prio to use on patient, there was no patient involvement.

Event description:
It was reported that: the guide wire was found to be kinked on opening of the package. Another catheter was used. This was identified prio to use on patient, there was no patient involvement.

Manufacturer narrative:
Qn#(B)(4).